Manufacturer narrative:
Anaphylaxis shock occurred. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lg8451: manufacturing date 06/16/2017; expiry date 05/31/2022. Batch lc8150: manufacturing date 03/28/2017; expiry date 02/28/2022 . In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: was there any allergy testing performed? An allergy test of titanium clips had been performed. But, an allergy test of vicryl plus was not performed because the patient was prescribed anti-allergic medicine and the symptoms subsided. Did the patient have allergic reaction to triclosan or to the titanium clips? No information. Does the patient have known allergic history to medical device, food or medications? No information. Patient demographic info: age, gender, weight - the patient is female. Further information has not been provided from the hospital. Date of surgical procedure? No information. We know only (B)(6). On what tissue was the suture used? Subcutaneous. Please provide medical and surgical interventions that were performed for this event - the patient went to the department of dermatology, and she was prescribed anti-allergic medicine. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No. What is the patient¿s current status? The symptoms subsided and the doctor observes the progress.

Event description:
It was reported that a patient underwent an operation for ligament of knee on (B)(6) 2017 and suture was used. During the primary operation, titanium clips for which an allergy test had been performed were implanted. No other implants were used during the operation. The suture was used for subcutaneous tissue . About two weeks after the primary operation, the patient developed reddening and eczema on the affected surgical site. The symptom extended to the whole body of the patient. The patient also experienced anaphylaxis shock such as respiratory insufficiency. The surgeon opines that there is a possibility that there was a causal relationship between the suture and the event. The patient has been discharged from the hospital. No reoperation is scheduled. The patient went to the department of dermatology, and was prescribed anti-allergic medicine. The symptoms subsided. No patch tests were not done. The patient is under follow-up now. Additional information has been requested.